Event description:
The patient contacted animas on (B)(6) 2013 reporting that yesterday at 2 pm their blood glucose (bg) was 570 mg/dl. The patient stated that their bg had been running high for several hours. The patient gave themself an injection after having bolused through the pump all morning without improvement of their bg. The patient's bg continued to run high so they changed the site last night. The patient stated that their bg was 233 mg/dl this morning and then went as high as 306 mg/dl. Troubleshooting indicated that all settings are correct and there is no malfunction found with the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: the last delivered bolus and basal were recorded on (B)(6) 2013. A crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose. The pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.